Manufacturer narrative:
As reported, the sealant on a 5f mynx control vascular closure device (vcd) ¿expensed in advance¿ as the device was inserted into the unknown sheath. Therefore, the vcd could not be inserted into the target vessel. Therefore, the product wasn¿t available, and another mynx control was used. There were no reports of patient injury. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx vcd and has used the device several times prior to this procedure. Also, the mynx vcd was prepared and used in accordance to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability and the insertion angle (30-45 degrees) of the vascular sheath introducer was verified via angiography. The device was used in a transfemoral cerebral angiogram. The vcd was used with a 5f unknown sheath. There was no resistance while advancing the vcd through the sheath. The sheath was not kinked or bent upon removal. No excess force was applied during insertion. There was no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The sealant sleeves were not out of position. There were no damages noted to the sealant sleeves. The device looked normal as removed from the package. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to utilizing the mynx control vcd. The product was returned for analysis. A non-sterile mynx control vascular closure device was returned for investigation. Per visual analysis, buttons 1 & 2 remained in the manufacturing position with the stopcock open. The sealant outer sleeve assembly was kinked/bent outward, and the sealant was observed to have been exposed to blood, swelling, and covering the balloon neck. The syringe and procedure sheath were not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified. Per dimensional analysis, the catheter working length from distal end of the sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. Per functional analysis, the simulated deployment test was performed on the returned device, and the button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed to blood, swelling, and covering the balloon neck, and that the sealant outer sleeve assembly was kinked/bent outward. A product history record (phr) review of lot f2128801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature/in patient¿ was confirmed during analysis of the returned device. The exact cause of the reportable event could not be conclusively determined. However, visual inspection of the returned showed that the sealant sleeves were kink/ bent. Procedural and handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2128801 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant on a 5f mynx control vascular closure device (vcd) ¿expensed in advance¿ as the device was inserted into the unknownaa sheath. Therefore, the vcd could not be inserted into the target vessel. Therefore, the product wasn¿t available and another mynx control was used. There were no reports of patient injury. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx vcd and has used the device several times prior to this procedure. Also, the mynx vcd was prepared and used in accordance to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability and the insertion angle (30-45 degrees) of the vascular sheath introducer was verified via angiography. The device was used in a transfemoral cerebral angiogram. The vcd was used with a 5f unknown sheath. There was no resistance while advancing the vcd through the sheath. The sheath was not kinked or bent upon removal. No excess force was applied during insertion. There was no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The sealant sleeves were not out of position. There were no damages noted to the sealant sleeves. The device looked normal as removed from the package. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to utilizing the mynx control vcd. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6. As reported, the sealant on a 5f mynx control vascular closure device (vcd) ¿expensed in advance¿ as the device was inserted into the unknown sheath. Therefore, the vcd could not be inserted into the target vessel. Therefore, the product wasn¿t available and another mynx control was used. There were no reports of patient injury. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx vcd and has used the device several times prior to this procedure. Also, the mynx vcd was prepared and used in accordance to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability and the insertion angle (30-45 degrees) of the vascular sheath introducer was verified via angiography. The device was used in a transfemoral cerebral angiogram. The vcd was used with a 5f unknown sheath. There was no resistance while advancing the vcd through the sheath. The sheath was not kinked or bent upon removal. No excess force was applied during insertion. There was no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The sealant sleeves were not out of position. There were no damages noted to the sealant sleeves. The device looked normal as removed from the package. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to utilizing the mynx control vcd. The product was not returned for analysis. A product history record (phr) review of lot f2128801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, it could prevent the device from being inserted into the procedural sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ the IFU also instructs to insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Neither the phr review nor the information provided suggests that the reported events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.